Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp by testing it with trainer, balloon and fiber optic tester. The stm was unable to duplicate the reported issue. The iabp passed the fiber optic test in service diagnostics functional tests. However, the stm verified multiple fault code 53 which were logged on the event date, and as a result, the stm replaced the suspect fiber optic module. The stm then verified the iabp was fully calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient the iabp had a fiber optic sensor module failure. No patient harm or serious injury was reported, and there was no adverse event reported.